Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient felt a surging sensation, as well as seeing a "006" message, which was noted as a stuck key. Additional information received reported that the patient was switching to manual from adaptive stim mode to see if she noticed the same thing. Additional information received reported that the patient was meeting with the manufacturer representative and an impedance check resulted in normal measurements. It was noted that the adaptive stim (as) was enabled, and when the patient was walking, the stimulation would be too strong and the settings were higher than expected. The as was redid/reoriented, working fine, and then the same problem, but when the patient was sewing, upright, bending, and sometimes mobile. If the as was turned off, then stimulation would be fine. It was noted that the patient had two groups with as enabled and surging happened with both groups. The group parameters were as follows: a1=336 ohms, 4 electrodes (+--+), 55 rate and 420 ohms; a2=229 ohms, (+--+). It was indicated that the patient's settings were going to be adjusted to change the as settings and the patient was going to monitor these changes. Further information received reported that the patient's mobility rate and time to change amplitude were increased from upright to upright and mobile to three minutes. The patient was to contact the representative if she had any further issues. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).